Manufacturer narrative:
The customer reported a complaint that the demo autopulse platform (sn (B)(6)) displayed fault code 16 (timeout moving to take-up position) was confirmed during the functional testing and based on the review of the archive data. The root cause for the fault code 16 error was due to a failure of the motor controller board, likely attributed to the age of the device. The autopulse platform was manufactured in dec. 2009 and is 14 years old, past its expected service life of 5 years. During visual inspection, no physical damage was observed on the autopulse platform. The archive data indicated fault code 16; thus, confirming the customer's reported complaint. Unrelated to the reported complaint, the archive data also showed user advisory (ua) 02 (compression tracking error). The autopulse platform failed functional testing due to the fault code 16 displayed during the first compression. The motor controller board was replaced to remedy the problem. Unrelated to the reported complaint, the brake gap was out of specification and could not be adjusted, likely attributed to wear and tear due to the age of the device. The drivetrain was replaced to remedy the issue and (ua) 02 observed in the archive. Following service, the autopulse platform passed the run-in test and load cell characterization test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During training by the customer, the demo autopulse platform (sn (B)(6) displayed fault code 16 (timeout moving to take-up position). There was no obstruction and the lifeband was not twisted. No patient involvement.